Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that their programmer is showing an information power on reset (por) screen. The patient stated that about a week ago they fully charged the implantable neurostimulator (ins), but when they went to use their therapy, the por was showing. Patient services reviewed steps for clearing the por. During the call, the patient stated that the por went away all of a sudden, and they were able to charge their ins. They mentioned that the ins is barely showing charged. Additional information received from the patient on (B)(6) 2020 indicated that they were still having the same problem with the por. After patient services reviewed clearing the por, the patient confirmed that the por was cleared. However, the por then reappeared when the patient tried syncing with the implant. After patient services consulted with repair, it was determined that the patient should follow-up with the healthcare provider to have the ins checked with the clinician programmer. The patient was to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.